Event description:
It was reported that the patient underwent a l4-s1 multi-level anterior interbody fusion with infix endplates and cages. The cage was packed with rhbmp-2/acs. Reportedly, the patient followed up with her physician sometime post-op.. She began to develop radiating pain to her legs, nerve injury, and chronic back pain. The patient has continued to experience daily, disabling pain that prevented her from performing many activities of daily living.

Manufacturer narrative:
Concomitant product: infix endplates and cages (implant (B)(6) 2010). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient underwent the following surgeries: complete microscopic anterior discectomy, l2-3, 3-4 with decompression of spinal canal, bilateral foraminotomies, partial corpectomy, caudal aspect of l2, cephalad aspect of l3, caudal aspect of l3, cephalad aspect of l4, anterior interbody fusion an8 medium with 3-degree caudal, 3-degree cephalad endplates at l2-3 and an 8 medium with 6 caudal, 6-degree cephalad endplate at 3-4. These were both cold welded. Endplates were perforated, posterior plastic cap; two sponges of infuse with auto graft from same incision were placed at each level, anterior lumbar plate, l2-3, 3-4 using a 15 mm titanium aegis plate at l2-3 with 28 mm, fixed-angle screws at l3 and 28 mm variable-angle screws at l2 and a 17 mm titanium plate at l3-4 with 28 mm, fixed-angle screws at l4 and 28 mm, variable-angle screws at l3, baseline electromyography, motor-evoked potential, lower extremity, evoked electromyography stimulation of two metallic implants, continuous intraoperative electromyography monitoring x4 hours to treat the following pre-op diagnosis: intractable back, lower extremity pain secondary to lumbar disk herniation, l2-3, 3-4, severe degenerative facet arthropathy, l2-3, 3-4, status post pervious failed back surgery syndrome with posterolateral fusion, l4-s1. Per operative notes: "... The surgeons placed three sponges of bmp at each level with autograft from the partial corpectomies. The surgeons then placed a 17 mm titanium aegis plate at l3-4 with 28 mm, fixed-angle screws at 4; 28 mm, fixed-angle screws at4; 28 mm variable-angle screws at 3. At 2-3, the surgeons placed a 15 mm plate with 28 mm, fixed-angle screws at l3 and 28 mm, variable-angle screws at l2.. There were no obvious complications..." No other information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.